Manufacturer narrative:
(B)(6). Device evaluated by MFR.: symmetry standard 3.0 - 40/4t/90 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distally of the distal marker band. An examination of the balloon material and distal marker band identified no issues. A visual and tactile examination found no kinks or damage to the hypotube of the device. A visual examination identified no damage to the tip of the device. A visual examination identified no damage present in the balloon cones and marker bands.

Event description:
Reportable based on device analysis completed on 28apr2020. It was reported that balloon inflation failure occurred. The 99% stenosed target lesion was located in an anastomosis shunt in a severely tortuous and moderately calcified vessel. A 3.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to inflate despite application of pressure. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed balloon pinhole.